Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device received an error code alarm. There was no reported patient involvement.

Event description:
It was reported that the device received an error code alarm. There was no reported patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 11feb2019 to present date 26oct2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.